Event description:
Linear endo-cutter-stapler was fired and released during a thoracoscopy. Surgeon then withdrew stapler, to find that it had not performed properly, causing the pt to undergo thoracoscopy.